Event description:
Clinical study same case as #6000093-2005-00551 it was reported that minutes after a drug eluting stenting treatment procedure the patient required a reintervention.. Procedure #1 - lesion #1 was a 2.36mm 80% stenosed portion of the mid left anterior descending (mid lad) artery.the physician treated the lesion with predilation and successfully placing a taxus express 8.8% 2.50x16mm and a 2.50x12mm drug eluting stent in the target vessel with an overlap of unknown length. A dissection occured distal to the lesion. Lesion #2 was a 3.0mm 90% stenosed portion of the ramus artery. The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 3.00x16mm drug eluting stent without complication in the target lesion.procedure #2 lesion #1 was the mid lad. To acutely fix a dissection of the vessel, the physician successfully placed a taxus express2 8.8% 2.50x24mm and a 2.50x16mm drug eluting stents in the lesion with an overlap of unknown length. The patient was discharged the next day on plavix and aspirin without further complications.